Event description:
It was reported that during a device upgrade, the old pace/sense lead was examined and noted to have an insulation break. Hence, it was capped. The physician then tried to use the rv lead as the pace/sense but were found to have low r-waves. Lead repositioning was attempted, however, sensing was inadequate. Hence, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.